Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed batt test alarm. Unit had cracked battery tube threads, cracked case (battery tube), cracked keypad overlay. The unit p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer stated they hanged the battery but the battery ion was not showing full. Customer stated insulin pump had cracked to the back side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.